Manufacturer narrative:
Correction: the previously reported manufacturer site: (B)(4) was incorrect; the correct manufacturer site is (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin@home transmission. Upon review, the pulse generator exhibited oversensing. Although requested, no final patient outcome was provided. It was suggested during the call that programming change be made.

Event description:
New information received states that the device continued to exhibited non sustained right ventricular oversensing episodes. Programming changes were discussed but were not done due to risk of undersensing arrhythmias. The patient will continue to be monitored.